Event description:
Medtronic received information that during the implant of this 30mm simuform annuloplasty heart ring, it was explanted and replaced with a mechanical valve. The reason for the replacement was due a leaflet prolapse and mitral regurgitation (mr). A 30mm simuform annuloplasty ring was implanted to correct the valve closure shape. After the annuloplasty ring was implanted, the mitral valve leaflets and subvalvular structures were explored. During the operation, it was discovered that there was a prolapsed lesion of the leaflets in the p1 area of the patient's mitral valve. Further exploration of the structure of the subvalvular chordae tendineae for this abnormality revealed that the chordae tendineae in the patient's corresponding lesion area were slender and lengthy, and the overall tension of the chordae tendineae was severely insufficient, unable to effectively pull, fix, and support the valve leaflets. This was the direct structural cause of valve leaflet prolapse and poor valve closure. In order to preserve the patient¿s native valve as much as possible and strive for a successful repair, a second repair and reshaping of the prolapsed leaflet in the p1 segment of the mitral valve and the diseased chordae tendineae was performed intraoperatively. The coaptation height of the leaflets was readjusted and the chordal tension was corrected. However, after completion of the secondary repair, repeated intraoperative saline testing and valve morphology assessment showed that the valve prolapse and incomplete closure could not be fully corrected. Due to the severe degenerative changes of the patient¿s chordae tendineae, multiple repair and reshaping attempts failed to restore the normal anatomical structure and physiological closure function of the mitral valve. Consequently, the mitral valve repair procedure was deemed unsuccessful. To avoid postoperative complications, the decision was made to abandon the mitral valve repair plan following a careful intraoperative assessment and comprehensive evaluation confirming the irreversibility of the valve's severe degenerative lesions. The previously implanted simuform annuloplasty ring was removed, the surgical approach was modified, and a mechanical mitral valve replacement was performed. The mechanical valve implantation and alignment fixation were successfully completed. Repeated checks confirmed smooth valve opening and closure and proper alignment. Intraoperative testing demonstrated good valve function, and the procedural adjustments proceeded smoothly. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.